Event description:
A malfunction was reported by the customer regarding the pump, with the malfunction code malf 12 appearing on the device. This issue caused the customer's blood glucose level to elevate, displaying as "high" on the device, but the specific value was unknown. In response, the customer administered a correction injection using manual injection and did not require third-party assistance. Technical support advised the customer on using the pump's storage mode and the process for returning the problematic pump, confirming the shipping details and arranging for a replacement. The customer understood and acknowledged all instructions provided by technical support.